Event description:
It was reported that the procedure was to treat a mildly calcified, heavily tortuous right coronary artery. The 2.8x19mm graftmaster covered stent failed to cross due to anatomy to treat a perforation. Another graftmaster was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Electronic lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the mildly calcified and heavily tortuous anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the noted multiple bends throughout the hypotube likely contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.